Event description:
It was reported that there was a connection issue between the homechoice cassette and physioneal bag; described as ¿the injection part was separated.¿ this occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.